Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 347 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition the pod was leaking during wear and the patient experienced bleeding at the pod insertion site.

Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. The fluid path was tested for leaks. No leaks were found. Blood was observed on the returned device. Inspection of the device found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined.